Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right ventricular (rv) lead exhibited threshold issues and difficult to place. After removal there was residual myocardial tissue in the helix. The lead was explanted. No patient complications have been reported as a result of this event.